Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet system, with a brief sensor issue and signal loss that initially resolved but later persisted, leading to sensor replacement and re-pairing with the pump. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the cgm¿s electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.